Event description:
It was reported that during pt use, the ventilator auto triggered. The front panel displayed erratic messages and showed garbled text. The pt was manually ventilated during transfer to a second ventilator. No permanent pt injury occurred as a result of this event.